Event description:
It was reported that the ventilator generated a technical error alarm and stopped ventilating while it was connected to a patient. The technical error indicated an open safety valve. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The reported problem was that a technical error indicating an open safety valve was generated during ventilation. No parts or device logs have been returned for investigation. No service has been requested. The hospital performs their own repairs. However, the received information from the hospital biomedical engineer states that the expiratory channel pc board was replaced which solved the problem. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. A failure leading to the reported technical error will lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by a generated high priority alarm and the reported technical error code. Since no device logs or faulty parts have been received for further evaluation, we were unable to determine what the root cause for the reported failure was.

Event description:
(B)(4).